Event description:
It was reported that the patient was having a revision on the date of report due to lack of good coverage. The caller was unsure when the coverage began to be insufficient. The doctor planned to replace the implantable neurostimulator (ins) as it was near the elective replacement indicator (eri) and one of the quad leads but keep the extension. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 389233, lot# j0427942v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead; product ID 389233, lot# j0427942v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
When contacted for follow up information, the healthcare professional (hcp) confirmed that the revision was performed on (B)(6) 2014 where no issues were noted with the ¿old devices¿. It was noted that the ins and lead were both explanted and a new ins was implanted along with one new lead. The patient was seen on (B)(6) after the surgery where they reported good pain relief. It was unknown if any of the explanted devices were returned to the manufacturer. If additional information is received, a follow up report will be sent.